Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2,h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID #(B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during iab (intra aortic balloon) therapy, the guidewire was placed in front and the catheter was inserted. Although slight tortuosity was confirmed, it was determined that it could be inserted without issue and an attempt was made to place the catheter in place, but the catheter was unable to follow the blood vessel midway. When it was replaced with another trp3546 and reinserted, it could be inserted without issue. No injury or harm reported to the patient.